Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10

Event description:
It was reported that the bd microfine¿ + pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a needle clog and a suspected needle npe bent. According to the user's report, no liquid came out frequently. The needle npe might be bent."

Event description:
It was reported that the bd microfine¿ + pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a needle clog and a suspected needle npe bent. According to the user's report, no liquid came out frequently. The needle npe might be bent.".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.